Manufacturer narrative:
The customer¿s report of a leak from the smartsite was confirmed. Functional testing was performed; fluid was observed to be leaking from the smartsite® component of the set; a closer visual inspection noted that the smartsite® component was oval in shape. The cause of the leak is exposure of the smartsite® to an external heat source. The root cause of the external heat source was not determined.

Event description:
The report suggests that the customer has been experiencing leak from the smartsite components during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
Gtin for (B)(4), lot 17046932 is 07613203021012. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that the customer has been experiencing leak from the smartsite components during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.